Manufacturer narrative:
(B)(4). Other devices used: catalog #00595001702, nexgen cr-flex precoat femoral component, lot #62728329 - manufactured by zimmer (B)(4). Catalog #00597206535, nexgen all poly patella, lot #62813683 - manufactured by zimmer (B)(4). Catalog #00598005701, nexgen stemmed precoat tibial component, lot #62915062 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient believes he was implanted with a recalled device.

Manufacturer narrative:
Device was not returned with complaint for investigation since the product remains implanted in the patient; therefore, the condition of the device is unknown. Without a device for exam, neither visual nor dimensional analysis are possible. The reported event alleges a symptom rather than a defined device failure. As the complaint alleges a recall, the FDA website was searched by lot number, part number and part description with no recall found supporting the claim. The knee compatibility of the products was reviewed and identified no issues found with all the components. The devices are used for treatment. A complaint history search for the implanted devices finds no other complaints for the implant part and lot combinations. No surgical notes available for review. A definitive root cause cannot be determined with the information provided.